Event description:
Customer reported receiving a "replace sensor" message while wearing the adc freestyle libre 2 sensor and was therefore unable to obtain the scan readings. Customer further reported receiving unspecified treatment provided by the healthcare provider, however no further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.